Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The steerable guide catheter (sgc) and clip delivery system (cds) were prepared per the instructions for use (IFU) and inserted without issues. However, while in the left atrium (la), the patient¿s blood pressure decreased, and the physician suspected air entered the anatomy. Medication was administered to increase the patient blood pressure. After a short period of time, the patient became stable. No treatment was performed to treat the suspected air embolism. The procedure was continued, and the clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported air embolism resulting in hypotension cannot be determined; however, embolism (air) and hypotension are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Medication required was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.